Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of aneurysmal false lumen using two gore tag thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2010, one month follow-up imaging showed that the diameter of the aneurysm was 50mm. No issues were reported. On (B)(6) 2011, six month follow-up imaging identified aortobronchial fistula. The fistula was reported to be not device or procedure related; however the location and cause of the fistula was unknown. The physician elected to monitor the patient. On (B)(6) 2011, one year follow-up imaging showed that the fistula persisted. The diameter of the aneurysm was 38mm. On (B)(6) 2012, two year follow-up imaging showed resolution of the fistula. The diameter of the aneurysm enlarged to 47mm. On (B)(6) 2013, the patient presented with hemoptysis. Imagings identified another aortobronchial fistula developed at the untreated area of the device. The fistula was reported to be not device or procedure related; however the location and cause of the fistula was unknown. On the same day, the patient underwent additional endovascular procedure whereas another gore tag thoracic endoprosthesis ((B)(4)) was implanted for the distal extension. The patient tolerated the re-intervention. On (B)(6) 2013, three year follow-up imaging showed resolution of the fistula. The diameter of the aneurysm was 38mm. On (B)(6) 2014, the patient expired due to lung cancer.